Manufacturer narrative:
(B)(4).

Event description:
Used for laparoscopic adrenalectomy. According to the reporter: the surgeon pulled out camera from trocar, and the trocar itself came out of cavity. Surgeon noticed the balloon was broken and deflated. Used another to complete procedure. No bleeding. No tissue damage. Operating room time not extended more than 30 mins. Pt is under observation. It is unk whether broken pieces fell into cavity.